Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitting tones. The s-ICD was unable to be interrogated in the field and therefore surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Visual inspection noted the presence of electrocautery marks on the outside of the can. This could have had the potential of causing damage to internal components. The device case was cut open and the internal battery voltage was measured to be 0.292 volts. An external power source was then connected to the battery hybrid which caused it to enter into a continuous reset loop during the boot up process. Individual power tests were conducted on the battery, with one test returning high than normal power supply values, however this was due to the device not reaching calibration constants during the bootup process, which is expected. There was no indication of hydrogen present during testing of the capacitor. A check of the radio frequency crystal found that the oscillator was running continuously which is abnormal. While the allegations made against the s-ICD could be confirmed as it was found to be without telemetry, a cause was not established as to the loss of power.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. The s-ICD was unable to be interrogated in the field and therefore surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.